Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on: 10/20/2015. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the device serial number and/or catalog. To date, apollo has not received the device or any additional information regarding serial or catalog, thus the connecter type associated with this report cannot be determined. The reporter was asked for additional information regarding the details of the event, including date of explant as well as patient information. To date, no further information has been received by apollo. The reporter did indicate that this is the patient's second lap-band system. The first was removed a year prior, and is reported in mw 3006722112-2015-00481. Device labeling addresses the possibility of infection as follows: precautions: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract. Adverse events: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
Reported as: patient had the lap-band system placed, and within a month after placement a port infection started. Physician treated with numerous antibiotics, staph cultured. The port was removed, but the tubing is still anchored in the patient's abdominal wall. Infection was drained, opened, irrigated packed and vac'd. Physician reported the infection persists, and is considering moving the tubing to a new location and attach a new port in one step.